Event description:
Biomed tech reports one ipump in which "pump was involved in patient incident and gave more [morphine] than the hourly limit" during patient use. Custormer stated that the pump was set with a lock-up of 10mg and the pump ran for a little under two hours and infused seven injections consisting of 21 cc and 2 cc for basal. A total of 14 attempts were made. Although, baxter attempted to obtain information, details were not available regarding additional contact information, patient demographics or other details. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event. No add'l info is available.